Event description:
It was reported that this left ventricular (lv) lead had pacing inhibition due to left ventricular protection period. Technical services representative recommended programming options. No adverse patient effects were reported.